Manufacturer narrative:
The reported skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
During an atrial flutter ablation procedure, the introducer was skived when inserting the non-abbott needle for transseptal puncture. The introducer and non-abbott needle were removed and tested on the back table and skived material was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.